Manufacturer narrative:
(B)(4). One (1) mmsi final tightener ¿ x25 driver [product code: 2797-12-600] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that approximately 1mm of the hexlobes on the x-25 driver distal tip had become stripped. Also, the observed damage notes that it is in the direction of tightening. This damage is consistent with a driver that was on axis, however, not fully seated during use. Noted damage also suggests that it was likely attributed to unanticipated torsional forces during tightening, resulting in the tip becoming stripped. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the x25 tightener distal tip becoming stripped cannot be positively determined. However, the observed damage is localized to the distal tip of the tightener drive feature suggesting that a possible root cause may likely be that the tightener was attributed to unanticipated torsional forces during tightening, resulting in tip becoming stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A surgery was performed on (B)(6) 2016 to implant an expedium spine system into the patient's l2-3 for spinal canal stenosis of the l3. During the final tightening of a set screw with assistance of a rod stabilizer, when the surgeon applied torque, he felt the reported shaft got worn out at the tip. Then he checked it, and he found the tip of the shaft got deformed at a slant. The driver shaft was replaced with a new one, and the surgery was successfully completed without further issues or adverse consequences to the patient. Due to the event, there was 30 minutes surgical delay. The devices were used properly. The surgeon noted that the hole of the set screw might also have gotten deformed due to the event. The revision is currently not being planned.